Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced erosion, extrusion, dyspareunia and pain. No other information is available.